Event description:
It was reported that the insulin pump had cracks at the battery area, reservoir area, and on the front of the insulin pump. The caller did not know the blood glucose reading and was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with broken battery tube threads, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window corner, cracked liquid crystal display window, cracked case at display window corner, and cracked belt clip slot.